Manufacturer narrative:
Infutronix is waiting for the IV set to be returned for evaluation.

Event description:
On (B)(6) 2022, infutronix received a complaint from an end user: "an administration set model hs-004, lot 2008003 set broke off from the cassette." Device operator was a registered nurse. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device(B)(4).

Manufacturer narrative:
A service provider of infutronix provided the evaluation report for the affected administration set on 03/18/2022. Visual inspection confirmed that the silicon-pvc adaptor on the proximal end of the cassette module was snapped and broken. The reported issue was confirmed.

Event description:
This is a follow-up for the initially filed MDR .